Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2004: the patient underwent lumbar spine 2-3 views examination. Impressions: abnormal l4-5, l5-s1 diskograms. The patient presented with preoperative diagnosis of l4-5 degenerative disk disease, status post discectomy and underwent l3-4 and l4-5 diskogram. (B)(6) 2004: the patient underwent lumbar spine examination. Impression: hard copy documentation made during the performance of an anterior interbody fusion at l4-5. No gross onwards changes are noted. (B)(6) 2004: the patient presented with pre-operative diagnosis of degenerative disc disease, l4-5 and underwent l4-5 discectomy and anterior fusion with rh-bmp2/acs, anterior in-fix device for replacement of disk. Preop notes: the patient was given a general endotracheal anesthesia. The patient approach was made by dr. The interspace was dissected and the vessels protected. An x-ray under fluoroscopic control was then taken at l4-5 to confirm the appropriate level disk space. Once the disk space was confirmed, the operation was turned over to the orthopedic team, an incision was made in the anterior part of the annulus and the complete annulus and nucleus were removed to the posterior longitudinal ligament. The vertebral end plates were debrided and the bone surfaces prepared. A spacer device was then placed to distract the interspace until a 10mm dilation was felt to be appropriate for the longitudinal dilation. Six degrees of lordosis was chosen as the appropriate amount of lordosis to place into the space based upon the tolerances and the guides available. The wounds were then irrigated and the end plates were chosen. The two medium 3 degree implants were placed. The interspace was then distracted using the distracting tool and 10 mm side plates inserted, the side plates were impacted using the impactor device, we then proceeded to perforate the end plates, the wounds were irrigated. Rh-bmp2/acs was then placed in the interspace, a graft on putty, 10 cc, was placed anterior to the fusion device. The patient underwent postop lumbar spine examination. Impression: portable postoperative films following anterior interbody fusion ofl4-5. No gross untoward changes are noted. (B)(6) 2004: the patient was discharged. (B)(6) 2004: the patient underwent lumbar spine examination. Impression: status prior anterior interbody fusion procedure at the l4-5 level in a patient who has evidence for bilateral sacralization of l5 with s1 with solid fusion of the sacralized elements. (B)(6) 2004: the patient underwent lumbar spine examination. Impression: status post anterior interbody fusion at l4-5. Stable vertebral body height and alignment as well as position of the fusion cage. (B)(6) 2004: the patient underwent lumbar spine examination. Impression: postoperative lumbar spine demonstrating anterior interbody fusion at the l4-l5 level in a patient with a partially sacralized 5th lumbar segment with a rudimentary disc space at the l5-s1 level. (B)(6) 2004, (B)(6) 2004: the patient underwent lumbar spine examination. Impression: stable post op exam. (B)(6) 2004: the patient underwent lumbar spine. Impression: postoperative change of anterior interbody fusion at the l4-l5 level wi thout significant interval change, partial sacralization of the 5th lumbar segment, satisfactory mobility as seen on lateral flexion and extension views without identifiable abnormal motion. (B)(6) 2004: the patient presented with pre-op diagnosis of back pain, status post l4-5 fusion and underwent bilateral residual partially sacralized facet blocks at l5-s1. (B)(6) 2005: the patient underwent CT of the lumbar spine without contrast. Impression: postoperative change consistent with prior spinal fusion at l4-l5. There are findings suggesting partial incorporation of bone graft at this level. (B)(6) 2005: the patient underwent CT scan of lumbar spine post myelography. Impression: mild central l3-l4 disk herniation versus centrally prominent posterior disk bulge with minimal left paracentral prominence. This very questionably involves the descending left l4 nerve root. Status post anterior l4-ls interbody fusion utilizing metallic cage. No finding suggestive of disk herniation or central canal stenosis at this level, although there is minimal effacement of posterior left aspect, thecal sac secondary to ligamentum flavum and/or bony hypertrophy, minimal li-l2 and l2-l3 posterior disk bulges, l3 hemangioma of bone, bilateral ls-si facet degenerative change. The patient underwent lumbar myelogram. Impression: status post anterior l4-l5 interbody fusion, utilizing ray cages, mild l3-l4 posterior disk pathology compatible with bulge and without significant central canal stenosis. CT scan will be performed and reported separately on the same date to help better characterize, minor li-l2 and l2-l3 disk bulges. (B)(6) 2005: the patient underwent dx pelvis 1-2v and dx l-spine 4+v. Impression: status prior anterior body fusion at l4-5 level with no detectable range of motion at l4-5 and l5-s1 levels, with the large metallic cage remaining in normal position at l4-slevel. Note is made of the fact that there may have been prior anterior body fusion at l5-s1, minor levoscoliosis, normal pelvis including hips.